Event description:
It was reported that pump insulin gauge displayed amount different than expected, with fill estimate currently showing 105 units and remaining static despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was informed that static fill estimate could occur when measured pressures used to calculate remaining insulin varied greatly and was advised that estimate would begin to decrease normally once actual insulin amount matched displayed value, and customer understood and acknowledged this explanation.